Manufacturer narrative:
Review of the data confirmed that run #49 to be a potential false-positive result for all three targets of the cobas liat sars-cov-2 & influenza a/b test due to abnormal pcr growth curves. Further investigation on the reagent kit did not identify any issues. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b assay test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged false positive results generated for a patient sample when using the cobas sars-cov-2 & influenza a/b assay test for use with the cobas® liat® system. The initial sample on run #49 generated positive results for sars-cov-2 & influenza a/b on the cobas® liat® system. A new sample was re-tested on the biofire system and generated negative results for sars-cov-2 & influenza a/b. The negative results were released to medical personnel. No harm is alleged. According to the customer the sample was collected using nasopharyngeal swabs with vpss (e&o) 2ml.collection tube. The method sheet states on page 25: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate result